Manufacturer narrative:
Pump received with broken battery tube thread and reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that the insulin pump had physical damage. It was reported that the battery compartment was broken for months and pieces were chipping off causing the battery to not stay in place. Troubleshooting was performed, and customer reported that reservoir was able to lock in place. Customer¿s blood glucose was unknown. Insulin pump is expected to return for failure analysis.